Manufacturer narrative:
(B)(4). The device was manufactured december 6, 2016 ¿ december 7, 2016. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph noted fluid inside the housing of the device due to a ruptured bladder. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of a small volume intermate ruptured during filling with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the bladder had ruptured. The ruptured bladder was microscopically examined for any signs of abnormality that could have caused the issue; no signs of abnormality were identified. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.